Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2020. According to the complainant, from beginning of the procedure, the device was stiff and not moving smoothly when pushing the plunger. The darts were also snapping off the suture easily which resulted in opening several more sutures. This occurred inside the patient, and it is unknown if/how the darts were removed from the patient. The procedure was completed with this capio slim device. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on 05jul2020: the plunger was able to actuate but the capio carrier was not extending smoothly. Additionally, the darts were reported to detach from the suture after the third try with the same capio device. There was not any detached piece left inside the patient. There were no patient complications as a result of this event. The condition of the patient after the procedure was reported to be fine and good.

Manufacturer narrative:
Additional information: block b5 has been updated based on the clarification received from the customer. Block h6: device code of 2907 capture the reportable event of dart detachment. Once capio device was returned for analysis. A visual examination of the returned capio slim device found that there were no visual issues observed with the catch and carrier. The 10 riveting pins were in place. A functional examination revealed that the carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the needle entered in the catch slot without any issues. Therefore, the reported complaint for "dart detachment of device or device component" and "pelvic floor-carrier- failure to extend" were not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the product analysis, the device did not have any visual failure, also the suture did not returned with the device for analysis. Therefore, the most probable cause for this complaint is "no problem detected" due to the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2020. According to the complainant, from beginning of the procedure, the device was stiff and not moving smoothly when pushing the plunger. The darts were also snapping off the suture easily which resulted in opening several more sutures. This occurred inside the patient, and it is unknown if/how the darts were removed from the patient. The procedure was completed with this capio slim device. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.